Event description:
It was reported that two screws are not fitting with the driver.

Manufacturer narrative:
The returned device matched the report, and the incident was confirmed. The review of the risk assessment for the failure mode (deformed screw head) and the root cause (combination of a torsional and a bending overload) indicated the issue was within tolerance.